Event description:
It was reported that the patient had significant damage to their modular cable. The patient also had some low voltage alarms, and the team was unsure if it correlated with the patient disconnecting from power or an issue with the modular cable. Log files were submitted for review. The event log captured periods of persistent pulsatility index (pi) events throughout the log and also noted a singular low flow event on 07jul2026 at 0613. No voltage alarms were seen in the log. Technical services reviewed the photos, and suggested to replace the modular cable if the patient could tolerate a brief pump stop.

Manufacturer narrative:
Section d4: the primary UDI number in d4 is reflective of all available information.no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.